Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the right ventricular lead was removed from the body to change the sheath. While removing the lead from the sheath, it was noted that the distal portion of the shocking coil might be damaged. The lead was not used, and another was implanted. Patient was stable.